Manufacturer narrative:
The device was returned for analysis. The reported deployment issue was not tested based on device condition. The mechanical problems with the thumbwheel were not tested due to condition. The difficulty to remove involved the anatomy and so cannot be tested. The reported excessive force is based on user technique and cannot be tested. The noted damages to the stent, sheath and chatter marks are likely attributed to the attempts to both manually deploy the system and repeated turns of the thumbwheel by the user. The break to the outer member and hypotube is subsequent effects of resistance removing the sess from the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The absolute pro instruction for use warns: ¿should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. In this case, the resistance was related to procedural circumstances and the force required to remove the delivery system was required. The investigation determined that case circumstances are the likely cause of the reported difficulties. It is likely that the sess was bent or entrapped within the anatomy, preventing movement of the shaft lumens and causing the thumbwheel to lock up. The repeated attempts to deploy the stent and excessive force is likely due to these procedural circumstances. Disassembly of the handle to manually release the sess and retrieve back into the sheath are consistent with operational context. The noted damages to the stent, sheath and chatter marks are likely attributed to the attempts to both manually deploy the system and repeated turns of the thumbwheel by the user. The break to the outer member and hypotube are subsequent effects of resistance removing the sess from the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the original filing, on (B)(4)2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
Although the difficulties encountered appear to be related to procedural circumstances, on (B)(4), 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.na

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified superficial femoral artery that was 85% stenosed. A 6x150mm absolute pro ll stent was advanced to the lesion and when normally released to 1/4, the thumbwheel became stuck and the stent implant was unable to be released or retracted back into the sheath. It was decided to disassemble the handle to manually release the stent, but it still failed to release. Finally, after several attempts, the 1/4 released portion of the stent could not be retracted into the delivery system therefore it was retracted back into the 6f long sheath with force after several attempts and simply removed, although resistance was met with the anatomy during withdrawal. Another non-abbott stent was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.